Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the patient suffered cardiac tamponade requiring treatment. After an atrial flutter was completed the patient showed some pericardial effusion. Patient was treated consequently. Treatment is being considered as pericardiocentesis. Should more information become available, it will be reviewed and processed accordingly. The technology used did not show any malfunction, nor seemed to have worked in an unexpected way. The complication is only reported since the technology had been used throughout the procedure. Additional information received indicated, the physician¿s opinion on the cause of the adverse event is that no product malfunction was suspected. No other information given. The generator used was a smartablate. A transseptal puncture was performed. The complication was noticed once the procedure had finished. No error messages were observed on biosense webster equipment during the procedure. The correct catheter settings were selected on the smartablate generator and the pump was switching from low to high flow during ablation. Force visualization features used were graph, dashboard, vector & visitag with ablation index (ai).